Event description:
Patient reported obtaining a blood glucose of "hi" (> 600 mg/dl) on the suspect device. Patient indicated that, within 10 minutes, blood glucose was retested on a healthcare professional's device with a result of 69 mg/dl. Based on this value, patient self-treated by eating oranges. No patient injury was reported. Valid quality control testing had not been performed on the suspect product (patient's control solutions had expired). Technical support requested the return of the suspect product and replacement product was shipped.